Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing and a review of the alarm log was performed. During a battery test an f-38 alarm was identified, the alarm was also verified in the alarm log. The cause of the condition was determined to be damaged force-sensing resistors. No repairs were performed, as the device was swapped. Should additional relevant information become available, a supplemental report will be submitted.